Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.

Event description:
Staff nurse noted swelling to the extremity where the PICC line was inserted. The PICC line was removed and an ultrasound was ordered by the md. Ultrasound reveals non occlusive thrombosis of the brachial vein.